Event description:
The user facility reported a patient with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and during support hemolysis was seen with poor positioning. Echocardiogram was performed and the impella cp measured 3.5cm with pigtail directed toward to papillary muscle with no plans to reposition. It was noted post implant overnight, the patient's labs hemolyzed and the patient experienced hematuria and increased ectopy. Continuous renal replacement therapy was started with the goal to goal to pull 150-200ml/hr. The following morning the patient had sustained runs of ventricular tachycardia with hypotension. Lido bolus and drip and vaso drip started. An echocardiogram was completed, and the physician attempted to free the pigtail from the papillary muscle without success. Inflow appeared to be unobstructed. The plan noted was to continue on impella mcs with hopes for mitral valve surgery. Two days later the patient was transported to the operating room for a planned escalation to impella 5.5 for more support and removal impella cp in which both were successfully completed. The patient was reported to be in stable condition following the event and after escalating to an impella 5.5 device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation has been completed. Data logs showed the pump ran without issue during support. There were positioning alarms triggered in the end of the case and resolved. The product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. The cause of the arrythmia was unable to be determined due to insufficient clinical details. B.2 revised as an incorrect selection was on the initial manufacturer device report number 1220648-2025-26122. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26122 as it is unknown if the initial reporter also sent the report to the food and drug administration.